Manufacturer narrative:
Concomitant products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s leads were implanted on (B)(6) 2015. The patient was complaining of pain after and went back to the physician who confirmed that the leads had migrated down. On (B)(6) an adaptor was implanted in order to shift the leads up. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.